Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition.

Event description:
Healthcare professional reported via national breast implant registry (B)(6) manufacturer registry specific data report (mrsdr) "device migration/implant malposition". This record is for the left side. Device was explanted.